Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot# :va2k9sp038, product type: screening device; product ID: 977d260, lot# : va2k9sp039, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: va2k9sp038, ubd: 16-feb-2026, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 16-feb-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient (pt) underwent a trial and everything went well. The leads were pulled on (B)(6) 2022. On (B)(6) 2022, the rep spoke with the surgeon who reported that the pt had developed an epidural abscess at the site of the trial and that the surgeon felt like it was a result of the trial even though the patient appeared fine at the lead pull and there was no evidence of the abscess either. The symptoms of the epidural abscess did not present until a week after the lead was pulled. The exact date the epidural abscess was first identified was not known. It was noted the lead had already been disposed of by that time. The pt was put on antibiotics, but the specific antibiotic they received was not known. There was no update on the patient's condition as of (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 977d260; serial# (B)(6); product type screening device; product ID 977d260; serial# (B)(6); product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (rep, hcp): the manufacturer representative (rep) reported that the patient (pt) underwent a trial and everything went well. The leads were pulled on (B)(6), 2022. On (B)(6), 2022, the rep spoke with the surgeon who reported that the pt had developed an epidural abscess at the site of the trial and that the surgeon felt like it was a result of the trial even though the patient appeared fine at the lead pull and there was no evidence of the abscess either. The symptoms of the epidural abscess did not present until a week after the lead was pulled. The exact date the epidural abscess was first identified was not known. It was noted the lead had already been disposed of by that time. The pt was put on antibiotics, but the specific antibiotic they received was not known. There was no update on the patient's condition as of (B)(6), 2022. (B)(6) 2022 e3 (rep): information was received from a rep stating that the patient's weight remains unknown, that the trial leads and wens were discarded, and there is no update on the patient's condition.

Event description:
Additional information received. It was reported that the patient had trial leads placed on (B)(6)2022. On (B)(6)2022, the patient informed the representative that they were feeling good but were very sore; the patient was told the soreness should get better by the following day. On (B)(6)2022, the patient received a call informing them that they would wait to remove the leads until (B)(6)2022 (instead of the initially planned date of (B)(6)2022-(B)(6)2022). The patient informed a nurse that they were experiencing severe pain, fever, vomiting, and that they could not move around very well. The nurse told the patient that it was only a few days until the appointment and to take tylenol and rest. The patient's surgical site showed wound dressing full of blood and a representative told the patient that this was somewhat normal and it appeared to have stopped; they were advised to keep an eye on it. On (B)(6)2022, the patient's fiancé left a voicemail with a nurse regarding the patient's extreme pain, fever, and nausea. The nurse instructed the patient's fiancé to bring the patient in immediately. The patient was unable to stand up out of their chair. The doctor took off the patient's stimulator and bandages and informed the patient that the redness and swelling at the surgical site was a heat rash and a reaction to the surgical tape; they said it was normal to experience fever and nausea. The doctor told the patient they would monitor the rash for two weeks before they attempted to place permanent stimulator leads; the patient was discharged on (B)(6)2022-(B)(6)2022. The patient continued to experience pain and sickness on (B)(6)2022- (B)(6)2022 and (B)(6)2022. On (B)(6)2022, the patient was unable to get out of a car or move their legs and called 911; they were transported to a medical center and presented with complaints of severe pain and difficulty standing/walking. On (B)(6)2022, lumbar and thoracic mris showed extradural mass effect at the thoracolumbar junction with a septated or multiloculated peripherally enhancing fluid collection posteriorly in the midline measuring 9x30x14mm. The radiolo gist's impression was interval development of an extradural multiloculated peripherally enhancing fluid collection at the thoracolumbar junction resulting in moderate thecal sac stenosis of 5 mm and displacement of the conus and upper cauda equina. The appearance was most concerning for an epidural abscess. Spinal abscess aspiration cultures grew out staphylococcus aureus. The doctor failed to timely diagnose and treat the patient's epidural abscess, which resulted in the patient's injuries and permanent paralysis; they sustained catastrophic and permanent injuries and damages.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) product type screening device product ID 977d260 lot# serial# (B)(6) product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient went to the ER on (B)(6)2022. A healthcare provider noted that the patient had elevated inflammatory markers and leukocytosis by laboratory examination. The patient was admitted to the emergency department on (B)(6)2022 to (B)(6)2022. The patient was admitted to observational status under a different healthcare provider and given a preliminary diagnosis of intractable back pain along with laboratory findings of leukocytosis (elevated white blood cell count to 12,400), elevated c-reactive protein of 6.0, and elevated sedimentation rate of 44. It was also noted that the patient experienced nausea, vomiting, fever, and chills. An MRI of the patient's spine was ordered and they were administered intravenous dilaudid in an attempt to control the patient's severe pain. Due to their pain and inability to lie flat, the patient could not complete MRI examination. The healthcare provider determined that the patient would require anesthesia to successfully obtain MRI examination and therefore they made the recommendation that the patient be changed to inpatient status later on (B)(6)2022. The patient finally underwent an MRI of their spine at 10:34 on (B)(6)2022 which revealed evidence of spinal epidural abscess and spinal cord compression. The patient underwent aspiration of their spinal epidural abscess at 16:15 on (B)(6)2022 and they received their first dose of antibiotics on (B)(6)2022. The bacterial pathogen isolated from aspirate of the epidural space revealed methicillin-sensitive staphylococcus aureus. The delay in diagnosis, management, and treatment of the patient resulted in the progression of the compression of their spinal cord, which resulted in neuropraxia, neural death, and permanent paralysis. They also experienced bowel and bladder incontinence, as well as severe neurological sequalae of the patient's emergent medical condition.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) product type screening device product ID 977d260 lot# serial# (B)(6) product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.